Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump battery was rapidly depleting. Customer's blood glucose was not impacted. Customer continued to use the pump for insulin therapy.